Event description:
A report was received that following a surgery the patient developed an epidural hematoma. Symptom of leg weakness was noted and the cause of epidural hematoma was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70, sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. As reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
A report was received that following a surgery the patient developed an epidural hematoma. Symptom of leg weakness was noted and the cause of epidural hematoma was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that following a surgery the patient developed an epidural hematoma. Symptom of leg weakness was noted and the cause of epidural hematoma was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.